Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 359 mg/dl after their sensor fell off. The user continued insulin delivery by manually entering fingerstick values into the ilet. No outside medical intervention was required.